Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2026, the patient had routine follow up transesophageal echocardiography (tee) and a 5mm peri-device leak was noted inferior-posterior. The patient has been scheduled for a coiling to close the leak on (B)(6) 2026. There were no patient complications.